Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a femur shaft fracture. It was stated that they could not put in the protection sleeve to the insertion handle (handle for expert tibial and femoral nails). It happened during surgery, but there was no prolongation. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. (B)(6). Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that hammer marks and dents on the article surface indicate a mishandling. During manufacturing investigation, all relevant and significant characteristics like dimensions were checked. Additionally a function test was performed. The inside diameter could not be checked and the function test failed because the inside diameter was damaged due to unknown force. The damage of the inside diameter has led to the reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.